Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device after a lower extremity interventional procedure using a 6f sheath. Reportedly, the lever could not be closed to retract the foot of the device after deployment and the device became stuck in the patient. The device was cracked open so that the foot could be closed, the suture was cut, and the device was able to be removed. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.